Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source experienced the lamp did not ignite. There were no reports of patient harm.

Event description:
It was reported, the light source experienced the lamp switched to emergency lighting. The issue occurred during a diagnostic unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reported event was confirmed. The probably cause was most likely attributed to the lamp not being locked, which caused it to come loose and switch to emergency lighting. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.